Event description:
It was reported that there was a coblation related death of a patient. No further details are known.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H6 (health effect - clinical code) updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that it was noted that following the procedure, the patient presented vomiting, which lead to an electrolyte imbalance which was noted via e-mail as the cause of death. Without clinically relevant supporting documentation, a thorough medical investigation cannot be rendered. Per e-mail communication, the patient had an unknown underlying health condition. No further clinical/medical assessment is warranted at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after a tonsillectomy procedure using a coblation device, the patient presented with blood vomiting, went into asystole and then died due to an electrolyte imbalance. There was no post tonsillectomy bleeding and the patient had an underlying health condition. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated.

Event description:
It was reported that after a tonsillectomy procedure using a coblation device, the patient presented with vomiting and then died due to an electrolyte imbalance. There was no post tonsillectomy bleeding and the patient had an underlying health condition. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).